Event description:
Caller reported advantage system blood glucose results of 566 mg/dl and 130 mg/dl within 10 minutes. Customer successfully self-treated symptoms of hyperglycemia with medication. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return